Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This report represents the combined initial and follow-up report.

Event description:
Name of procedure being performed: lap chole. Detailed description of event: "staff stated that the bag tore away from the wire while trying to place specimen in the bag. The product was cleaned and sterilized to be sent back." Additional information received from applied medical health system manager, via telephone on august 14th, 2019 at 0838: the rep. Stated that when he spoke with [name], there wasn't any additional information that could be provided. [Name] had originally been provided the info by the tech scrub, who was present during the procedure. Per the rep's words "no one knows exactly what happened."rep. Stated that the case was completed by using another inzii from the same lot, which had no further issues. The rep. Also stated that when he spoke with the doctor, he was told the case wasn't prolonged and that the prongs weren't exposed. No other additional information was given. Originally the product was expected to return, but the rep. Confirmed that the product will no longer be returning since it was accidentally disposed of by the hospital yesterday even after he had told them to keep it. A replacement is still requested. Additional information received from applied medical health system manager, via e-mail on august 22nd, 2019: "spoke with [name] he said the case continued with new bag no other information given to him from tech or doctor. The case was not effected as far as specimen being compromised or causing any complications." Additional information received from applied medical health system manager, via e-mail on august 23rd, 2019: clarification was asked regarding the statement "bag tore away from the wire" wanted to clarify if the "wire" was the prongs or the cord of the inzii. It was also asked if the specimen was in the bag at the time it tore away from the wire. The rep's answer was the following: "prongs, and yes it was in during the failure". Patient status: no patient effect. Type of intervention: completed the case using another inzii from the same lot.